Event description:
Facilty returned the device for service. During service testing,the baxter repair technician reported that a failure code 812:02 occurred during power-up. There have been no reports of any pt incident involving this pump since the last baxter service event.